Event description:
It was reported the patient experienced symptoms related to drug overdose the day after a catheter revision. The patient was lethargic and not responsive during the day. The dose was decreased by 50% at 8pm that day and then changed to minimum rate mode at 12:30am the next day. No diagnostics were performed. The type of medication being delivered via the device system was morphine and clonidine. The patient¿s status at the time of the report was ¿unable to obtain.¿ it was later reported the overdose symptoms resolved. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2003, explanted:(B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_cath, product type catheter. (B)(4).